Manufacturer narrative:
(B)(4). (B)(4). The other 6 indeflators mentioned will be reported under their own MFR #. Evaluation summary: quality assurance analysis revealed that the indeflator was returned with no blood or contrast visible. The indeflator was returned unopened. A 20/30 indeflator was labeled on the chipboard box. The syringe was up to 20 cc. The color of the locking mechanism was black. The gauge was up to 20 atms. There was no other damage noted to the indeflator. Attached a new 20/30 indeflator to the returned indeflator, filled with water, pressurized the returned indeflator to 20 atms and the gauge reading in the new indeflator was 20 atms. Product performance engineering has reviewed the case description and the analysis of the returned products. One indeflator was returned with green fluid in the hose and syringe. The fluid in the chamber is consistent with product preparation and intent to inflate a catheter as reported. The green color is consistent with a chemical reaction between the contrast and the indeflator gauge, and does not appear to be a part of the original product experience. The color of the locking mechanism was black, consistent with that of a 20/30 indeflator. Analysis confirmed that the gauge maximum pressure read 20 atms, and was installed in a 20/30 indeflator body. No other damage to the indeflator was noted. The returned indeflator was pressurized to 20 atms, and it was confirmed that the output was 20 atms. The labeling of the packaging reflected that of a 20/30 indeflator. Six unopened indeflators with the same lot number were returned, and confirmed to have the same deficiency. All indeflators were pressurized to 20 atms, and were confirmed to output 20 atms. Since this occurrence appears to be a product deficiency, a request for corrective action and preventive action (rfc) was opened to investigate the manufacturing process, and to address the product deficiency in relation to this occurrence. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: mislabeling has caused or contributed to pt injury, previously. Device issue: mislabeling. It was reported that during the procedure, the wrong pressure gauge was noted to be on the indeflator. The pressure gauge indicated 20 atms instead of 30 atms. All the remaining units at the hospital were inspected and 6 other units were unpacked and determined to have the same issue. All of the indeflators were from the same manufacturing lot. Reportedly, there were no pt effects. No additional event or pt info is available.